Event description:
Hosp has stopped using the computer for processing and display of left ventricular blood volume curves because of unreliable results. The "two view manual" method generates a volume curve interpolated from 2 points and is useless. The "all view auto" method produces gross discontinuity in the curve, and lack of correlation of ejection fractions with the older methods that hosp uses in their service. Also, this method is not recommended by the training and applications personnel of co. These problems have been described to co personnel, and sampling material has been mailed to them requesting an analysis and a potential resolution.